Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the unsecured joint section could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. Based on the results of the investigation, a root cause for the foreign objects could not be identified. A root cause for the detached rubber cover could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause trace to failure of the rubber cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the joint section between the bending section and distal end was not secured; the angulation lever had foreign objects; and the rubber cover of the forceps channel port was detached. There was no patient involvement.